Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that lead was attempted but not implanted due to helix extension issues, lead also exhibited high impedances and noise the lead was then replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The helix and electrical allegations were confirmed based on the fractured cathode coil near terminal end. Detailed analysis confirmed the fractured cathode coil near terminal end.

Event description:
It was reported that lead was attempted but not implanted due to helix extension issues, lead also exhibited high impedances and noise the lead was then replaced. Lead was returned and analyzed. No adverse patient effects were reported.